Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed unspecified ¿allergic skin reaction¿ symptoms after five days of wear. He noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed flammazine, (silver sulfadiazine, an anti-microbial medication). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device history record (DHR) was reviewed for the sensor kit associated with this issue. Based on the DHR, it was determined that this unit was manufactured and rejected at the sensor kit packaging line by the third party manufacturer (tpm). The DHR review found that the product was rejected due to non-functional defects during the packaging process, which would not impact the performance of the device and would not cause the issue reported in this case. There is no indication in the DHR of any product defects which could cause the issues described. This product was rejected during the manufacturing process and was not released for distribution by the tpm. This was investigated by the tpm and appropriate corrective actions have been initiated. A risk evaluation was performed by adc in order to determine the risk to the end-user associated with this issue, and the overall risk index for this issue was determined to be low. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed unspecified ¿allergic skin reaction¿ symptoms after five days of wear. He noted having contact with a healthcare provider on (B)(6) 2018 and was prescribed flammazine, (silver sulfadiazine, an anti-microbial medication). No additional treatment was required. There was no report of death or permanent injury associated with this event.